Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. Part fractured while bending metal plate and was due to undue force or metal fatigue. No device nonconformances were detected. Prior activity regarding the hardening process of the part, addressed in previous corrective action are cited in the evaluation and a CAPA determination has been initiated for this complaint.

Event description:
It was reported that the pliers broke while being used as intended to bend a plate. It was reported that all fragments from the breakage were retrieved without incident and their was no increase in the time of surgery. This is report 1 of 1 for complaint (B)(4).